Event description:
It was reported that the patient had a car accident on (B)(6). As of a couple of days ago, he was having a surging/shocking/jolting sensation that did not happen constantly, more like a "hiccup" sensation, and stimulation was intermittent. The patient's symptoms were in his hips and down the leg area additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).